Event description:
Patient had the following reaction to duraflor 1033-bg32: difficulty swallowing, sores on her tongue, headache, sore throat, nausea, swollen lymph nodes, pain in the jaw, burning sensation in the mouth. Did not eat for 4 hours after application of the product . Symptoms continued for 2 days after the initial reaction and started to disappear after 4 days. Her dentist prescribed oracort and she took tylenol extra strength for 5 days (3 tablets per day). History of allergies: balsam of peru.